Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was unknown, not provided. However, the manufacturing site has provided the date as february 2014. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The system and its components met all specifications prior to being released. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. Manufacturing year 2013. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that system experienced suction loss while laser was firing during surgery. No patient injury was reported as a result of the event. This report is three (3) of four.